Event description:
It was reported that stent damage occurred. A 24 x 3.50 promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, upon removing the protective cover, the strut of the stent went out and the stent was more or less kinked. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).